Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752 serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturer representative was able to meet with the patient. The patient had 2 groups with full coverage of painful areas and 2 groups covering only the abdomen and back, which was what the stimulator was placed initially for. X-ray images showed the very bottom of the 2x8 lead may have pulled slightly out of the epidural space. Not utilizing those electrodes, the patient did not experience uncomfortable feelings in the back that led to all of this event post-fall in december. The patient was happy with the current programs and coverage and did not intend to pursue any other changes in the lead or the implantable pulse generator (ipg). No further follow-up was required.

Event description:
It was reported that the patient had a ¿hard fall¿ directly on their buttocks where their implantable neurostimulator (ins) was implanted the week after (B)(6) in 2014. Soon after the fall, the patient noticed that they were getting a stinging/burning and shocking sensation around the area where the lead component is implanted (in the thoracic region). The patient stated that the sensations went on constantly for a bit until they turned the ins off. It was noted that since, the issue had been occurring periodically, even with the device turned off. The manufacturer¿s representative met with the patient the day before report where it was noted that the ins could not be read using the clinician programmer because it was in a discharge state. The patient stated that even with the ¿dead battery¿ they still were getting periodic shocking and jolting sensations around the lead implant site. The patient was directed to go home and charge the ins. It was also noted that patient¿s programmer unit had dead batteries and they did not have any extra batteries to use. The patient then contacted the representative on (B)(6) 2015 where they were directed to turn down all of their groups (a-d) on their device to half of the their normal voltage. The patient then turned the ins on and slowly turned up each program until sensation was felt. On one group, the patient felt a brief tingling in their abdomen and legs then felt an overriding stinging/burning sensation in the mid-thoracic back area. The brief tingling the patient felt was not in the appropriate area and did not feel as usual (was more uncomfortable than not). The patient was then directed to turn the stimulation in that group down where the feeling in their back was relieved but their legs felt like they had ¿been walking all day¿ (after only a few seconds of stimulation). It was noted that on all of the other 3 groups they had, the patient felt ¿no normal¿ parasthesia but instead felt a stinging/burning in the mid-thoracic area of their back. The patient turned the group down to 0 and turned the ins off. The patient¿s physician office was to be contacted regarding the issues since the fall in late (B)(6) and the possibility of doing x-rays (ap and lateral) to verify lead placement. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that the patient was supposed to call the manufacturer representative (rep) to let him know when the patient¿s next appointment was, so they could meet. The rep had not heard from the patient and had left a voicemail for the patient. Additional information received reported that the rep had left another voicemail for the patient. It was noted that the patient not getting in contact with the rep appropriately had been an issue in the past. Additional information received reported that the rep still had not received a call from the patient. It was found through the clinic that the patient¿s next appointment was (B)(6) 2015. Follow-up was performed to determine the outcome of the appointment. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).